Event description:
It was reported that the inflatable penile prosthesis (ipp) device is going to be revised on a future date because the pump will not activate. During the first appointment the patient had with the nurse after having his device implanted, they were not able to get the pump to activate. The patient is waiting to have his device revised as the device is not working. The patient is currently stable.